Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient's great saphenous vein (gsv) was treated without issue using a closure procedure pack with t-tubing and a closurefast 7f 60 cm catheter. At the time of surgery the physician attempted to perform avulsions under local anaesthetic but the patient found this too painful and so the physician stopped and decided the patient would be reassessed in clinic following his radiofrequency ablation. The patient returned to hospital 7 weeks after treatment with a wound infection, centered on the puncture site of his gsv, which required draining. Areas of thrombophlebitis over treatment area were also reported.